Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer was also going through batteries more quickly. Customer said the low blood glucose and hospitalization was her fault.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test and rewind test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with cracked case from reservoir tube window corners, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level. Customer stated that the insulin pump was cracked in reservoir window. Customer stated that the insulin pump was grinding during rewind. The insulin pump will not be returned for analysis.